Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and also the insulin pump had a motor error alarm since past two days. The customer's blood glucose level was 431 mg/dl at the time of the incident and was treated with a bolus on the insulin pump. The customer received a no delivery on the insulin pump. The customer received 2 motor errors and no delivery alarms. The customer reported that the drive support cap appears normal or slightly indented. The customer was able to complete the insulin pump rewind. The insulin pump alarm history contained more than one motor error alarm within the last 30 days. The customer stated that the insulin pump was rewinding when delivering insulin during bolus. The customer reported that the alarm did not occur during manual prime and the event was resolved by changing complete set. The customer declined troubleshooting for high blood glucose incident. The reservoir and the infusion set will not be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).